Event description:
The customer reported to olympus, the telescope 30 degree (4mm) was missing the little post that the serial number goes on. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken light guide socket issue could not be determined. It is possible that the event occurred due to an application of excessive force. Olympus will continue to monitor field performance for this device.